Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07682. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 30 mm watchman ® laa closure device and delivery system (wds) and watchman access system (was) were used. They positioned the was in the laa and the wds was introduced. Before the closure device was deployed, they noted a very small pericardial effusion on fluoroscopy. They only saw it with a little bit of contrast injection immediately before they deployed the device. It was not detected on the echocardiogram. The physician decided to deploy the device and it was implanted successfully. They evaluated the patient after the case and were never able to detect a pericardial effusion on transesophageal echocardiogram (tee) or transthoracic echocardiogram (tte). The laa was closed successfully with the closure device. The physician noted it as a ¿small asymptomatic effusion¿ there were no patient complications and the patient was fine.